Manufacturer narrative:
It was reported that the blankets had been discarded and were not available to be examined.

Event description:
It was alleged that the user facility has been getting holes, thus a "leak" in their blanket. The water then saturates the patient and the bed, spilling onto the floor, thus not only not warming the patient, but cooling them even further.

Event description:
It was alleged that the user facility has been getting holes, thus a "leak" in their blanket. The water then saturates the patient and the bed, spilling onto the floor, thus not only not warming the patient, but cooling them even further.